Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It reported that the pump shutdown the night prior to the call. The customer's blood glucose (bg) level was impacted (302 mg/dl). The customer restarted pump therapy to address elevated bg level. Review of the pump history with tandem technical support showed that the battery gauge remained at 40% for approximately 1.5 days. The pump batter then depleted from 40% to 0% in 40 minutes. It was indicated that the customer would continue to use the pump until the replacement pump was received.